Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 130 - this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement, pump error 82 - the hrm task did not grant motor power in reasonable time and pump error 60 - tone, vibrator or motor did not have power available when needed. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was unable to clear the alarm. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, test p-cap and reservoir locked properly into reservoir compartment during testing. Pump error 130 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to the constant pump error 130 alarm. Successfully downloaded history files and traces using thump software. Pump error 130, 82 and 60 was confirmed in history file on event date: (B)(6) 2023 22:38:22.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor and vibrator assembly noted. The motor was tested outside of the device and passed. The pump was received with minor scratches on lcd window, retainer knit line damage and scratched case. Power dead lockalarm (60) found on (B)(6) 2023 11:30:27.000 (file number: 2002 line number: 202). Motor power request timeoutalarm (82) confirmed on (B)(6) 2023 22:35:08.000 (file number: 16 line number:427). Mfdaalarm (130) confirmed on (B)(6) 2023 22:32:20.000 (file number: 121 line number: 602). Software error (53) found on (B)(6) 2023 22:56:34.000. Motor driveerror (43) was found on (B)(6) 2023 22:38:22.000 (file number; 121 line number: 602) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.